Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge (B)(4).

Event description:
The customer reported high blood glucose reading of over 600 mg/dl, which resulted in a visit to the emergency room. The customer reported that while at the hospital, they were treated with the insulin pump. The customer reported that they went through multiple infusion sets because they would not lock properly to the quick release. The customer reported that everything is working properly and declined further troubleshooting and assistance. Insulin pump will not be returned for analysis.